Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima IV catheter safety system it was noticed that the extension tube was broken at the clamp position during the flushing.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 6092602 our records show that this is the third instance of damaged tubing being reported for this lot of saf-t-intima occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the visual evaluation of the returned device, bd engineers identified characteristics, in the broken edge of the extension tubing, that are characteristic of clamp damage. The corresponding slide clamp was inspected and measured, and found to be with the dimensional limitations set by product specifications. In an attempt to replicate the broken tubing, our engineers tested the interaction between the components by repeatedly clamping the remaining tubing. At the conclusion of our test the device was found to be free of any damage that would indicate a breach of the tubing wall. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review; bd apologizes for any inconvenience your facility may have experienced as a result of this event and will continue to track and trend for this issue. The reported tubing defective/damaged was confirmed after evaluate sample and photo provided. Based on the results obtained, a partial cut was found in the pvc extension tubing causing leakage however, according with the customer description the extension tube was broken at the clamp position during the flushing. After analyze the unit and slide clamp (cavity # 11), we could no determinate the root cause, although tubing was found clamped, it is not caused the reported defect due to, no sharp edge or cut was found after to remove slide clamp. Engineering team could not reproduce this defect, 5 units of the actual process were used all them were clamped 2 days without remove slide clamp of the tubing and, after 10 times were clamped. Only marks was found in the tubing, no cut. The team discarded tubing defective from the process. Maintenance and manufacturing records have been reviewed for this batch no finding problems.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system it was noticed that the extension tube was broken at the clamp position during the flushing.